Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial#: (B)(6), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that it was hard to tell if the patient's underlying condition was causing pain, or if the stimulator was not working. For the last 2-3 weeks, the patient's ins didn't seem like it was depleting as fast as it normally did. The ins was at 75% for quite a while so the caller thought something wasn't right. The recharger showed the ins was on, the icon was correct, and no settings were changed. The patient had an upcoming appointment with the hcp and it was suggested the hcp check the battery. When trying to verify the charge level on the programmer, the programmer would not connect even after changing the batteries. The poor comm was seen with and without the antenna. It was mentioned it was harder to find the ins due to weight gain. The issue started after thanksgiving in 2019. No further complications were reported. Additional information was received from the manufacturer representative (rep) (B)(6) 2020. It was reported that there was an open circuit, >10000 on entire lead. Upon reading the ins, all contacts on lead >10000. The healthcare provider (hcp) ordered an xray to look more closely at lead to see if there is a break or issue that could be seem. Per hcp, the stimulation was turned off. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 37742, serial# (B)(4). Product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that no diagnostic was performed and no cause was determined for the open circuit. No actions or interventions have been taken to resolve the issue. The patient and family to decide if they will proceed with revision of lead. The system is turned off.